Manufacturer narrative:
Product complaint # : (B)(4). Date sent to the FDA: 02/06/2020. Additional h3 device evaluation summary: an empty labeled winding former and a needle/suture piece of product code 697, lot # pch587 were received for evaluation. The product code is single armed. During the visual inspection of the needle/suture piece, the swage and attachment area were noted to be as expected and the suture end was noted with a lineal cut, that appears to be by use of a surgical instrument and the other section of the suture was not received for evaluation. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, the assignable cause of the performance breakage suture is an improper handling. A manufacturing record evaluation was performed for the finished device batch pch587 and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery on an unknown date and suture was used. The suture was broken during use. Further details are not provided. There were no adverse consequences to the patient.